Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed the pump door was damaged. There were visual indications of dried fluid within the cassette chamber on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 10000ml treatment-based tidal simulated treatment was performed and completed without failures. The cycler weighed fill and drain volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while sleeping actively undergoing pd therapy. The patient contact reported that they patient¿s death was unrelated to ccpd therapy, the patient¿s ¿heart just stopped.¿ during follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2021. The patient was discovered by a patient contact, due to the liberty select cycler alarming. The patient reportedly passed away while sleeping due to a cardiac arrest. The patient¿s treatment data from (B)(6) 2021 and (B)(6) 2021 was reviewed, and no alarms or variances were noted. A non-urgent call was placed to emergency medical services, and the patient was pronounced dead in the home. The patient was taken directly to the funeral home, and no autopsy was performed. The patient was not on hospice care; however, the patient did have a do not resuscitate (dnr) order in effect. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, death certificate, treatment data) was requested, however; the patient¿s electronic record was closed due to their expiration. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when they were discovered. The definitive cause of the patient¿s cardiac arrest and death are unknown; therefore, causality cannot be firmly established. However, the peritoneal dialysis registered nurse (pdrn) reported the patient had several undisclosed cardiac comorbid conditions, which could have played a role in the events. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patient¿s cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. Therefore, given the absence of definitive causality, the death certificate, esrd death notification, treatment data and no manufacturer evaluation of the device. The liberty select cycler cannot be disassociated from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while sleeping actively undergoing pd therapy. The patient contact reported that they patients death was unrelated to ccpd therapy, the patients heart just stopped. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2021. The patient was discovered by a patient contact, due to the liberty select cycler alarming. The patient reportedly passed away while sleeping due to a cardiac arrest. The patients treatment data from (B)(6) 2021 was reviewed, and no alarms or variances were noted. A non-urgent call was placed to emergency medical services, and the patient was pronounced dead in the home. The patient was taken directly to the funeral home, and no autopsy was performed. The patient was not on hospice care; however, the patient did have a do not resuscitate (dnr) order in effect. The pdrn stated the events were unrelated to the patients utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, death certificate, treatment data) was requested, however; the patients electronic record was closed due to their expiration. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when they were discovered. The definitive cause of the patients cardiac arrest and death are unknown; therefore, causality cannot be firmly established. However, the peritoneal dialysis registered nurse (pdrn) reported the patient had several undisclosed cardiac comorbid conditions, which could have played a role in the events. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. Therefore, given the absence of definitive causality, the death certificate, esrd death notification, treatment data and no manufacturer evaluation of the device. The liberty select cycler cannot be disassociated from the serious adverse events.